Event description:
It was reported that upon receipt at the manufacturer facility, the device was leaking an unknown substance. No medical intervention and no adverse consequences were reported with this event. As this event occurred at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that upon receipt at the manufacturer facility the device was leaking an unknown substance. No medical intervention and no adverse consequences were reported with this event. As this event occurred at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported leak was not able to be confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, no components were identified which would have likely caused or contributed to the reported failure. Potential causes for fluid inside a handpiece include improper or non-recommended cleaning procedures.